Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. Troubleshooting was performed, and the buttons were responding intermittently. The battery was removed for five minutes and the buttons did not respond. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test. The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. The insulin pump had motor noise during rewind due to faulty motor.